Manufacturer narrative:
This was identifed at a training operation within the us military. No patient involvement. Reference MDR no. 3008258694-2021-00001. Initial MDR assessment was completed and determined not to be reportable based on customer usage (training exercise) and no patient impact. However, a field action was initiated and in an abundance of caution we reevaluated our MDR assessment and are filing this report. Combat medical received a complaint that the blood pack needle were found bent upon opening the convienence kit. The issue was discovered to be one component (a stand alone device) within the convienence kit: blood pack, single unit, r80-808. Investigation has shown that the current assembly process has the potential of bending/disconnecting the needles used in the affected kits. The influence of the variation of the needle position within the component (blood pack, single unit, 450 ml (r80-808)), coupled with the manual assembly process of folding the blood pack is causing needle damage in the finished product.

Event description:
Kit component, blood pack 450ml lot number fm20b14037, had a bent needle when kit was opened.